Manufacturer narrative:
Analysis of the stimulator found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable neurostimulator caused intermittent shocking and jolting. The patient was experiencing shocking and jolting in his right arm, face, and upper torso. The patient was getting 'perfect therapy' before this new device. He started to have shocking and jolting issues 2-3 weeks after his replacement. There was no fall or trauma. Impedance tests of the ins implanted in his left chest, before removal, showed 4 impedances above 40,000 ohms and one impedance (pair 01) at 205 ohms. After the ins was disconnected, cleaned and reconnected all impedances came back to a normal level, except the pair 01, which then showed 9 ohms, a short. The patient is programmed c+/-1. No palpation was performed to check for stimulation changes. The physician decided to remove the left ins. A new ins was implanted. The shocking sensation has been resolved. At an hcp visit 4 days later it was reported that no shocking has been experienced since surgery.

Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v275184, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot# v275184, implanted: (B)(6) 2009, product type lead. (B)(4).